Manufacturer narrative:
No medical intervention was required as a result of this event. According to the facility's intensive care unit nursing mgr, the pt's status 24 hrs post treatment was fine. No further treatment or pt info was provided. Given the lack of info about the machine settings, it is not possible to determine the magnitude or the direction of the ultrafiltration error, or to determine if a negative value for actual pt fluid removed is an indication that a fluid removal error was occurring. On september 15, 2006, a gambro technical services (gts) field rep inspected the machine. He found that the effluent scale was bent and broken. The customer elected to not repair the machine at that time.